Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and recommended replacement of the gui and bdu printed circuit board (pcb). Covidien was not authorized to repair the device.